Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed and showed that the defib conductor was distorted. The full lead was received and analyzed. The lead was returned with the helix extended. It is not possible to retract or extend the helix at this time due to the dried blood in and on the helix area.

Event description:
During implant, it was reported that the initial 6947 lead was attempted but not used as the coil had separated from the lead. The second 6947 lead was attempted but not used as the helix could not be deployed. No patient complications have been reported as a result of these events.